Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The drive support disk was inspected and no anomaly was noted. The pump was received with cracked casing at a display window corner, a cracked reservoir tube lip, and a cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose. Her blood glucose was high all friday and she bolused 15 units, which brought her blood glucose to 478 mg/dl. By saturday night she felt sick and experienced nausea; she also threw up and had chest pains. She went to the hospital that night and her blood glucose was 650 mg/dl. The customer was treated with an insulin drip and multiple 8-unit shots of insulin. Troubleshooting was initiated to inspect the pump. The customer stated that the drive support cap was flush. The customer was advised to follow their medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.